Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the lcd screen was scratched and there was "damaged buttoms" on the upper enclosure. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.